Event description:
A facility representative reported that during intraocular lens (iol) implantation procedure, lens was cracked. There was no patient contact. Additional information received stating that the procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).